Event description:
It was reported that bd integra¿ 3 ml syringe w/ detachable needle had a retraction failure. This was discovered during use. The following information was provided by the initial reporter: material no: 305269, (provided) batch no: 9035613. It was reported that the heparin syringe needle did not retract when button was pushed. Heparin syringe needle did not retract when button was pushed. Heparin syringe needle did not retract when normal process to make it do so was performed.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ 3 ml syringe w/ detachable needle had a retraction failure. This was discovered during use. The following information was provided by the initial reporter: material no: 305269 (provided), batch no: 9035613. It was reported that the heparin syringe needle did not retract when button was pushed. Heparin syringe needle did not retract when button was pushed. Heparin syringe needle did not retract when normal process to make it do so was performed.